Event description:
It was reported that during a knee arthroscopy procedure it was found that the truespan 24 degree plga device implant was out of the device after unpacking. It was reported that another device was available for use and the procedure was delayed by two minutes. During an in-house engineering evaluation it was found that the device was both plates were already deployed, but still attached to the suture. The exact date of this event was unknown but was noted to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found no observations pertaining to the nature of the reported event or any other anomaly. The device was returned with the red trigger activated, organic debris attached to some surfaces and with both plates already deployed, but still attached to the suture. Subcomponents were inspected and no structural damage was identified. The overall complaint was not confirmed as the observed condition of the truespan 24 degree plga would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. Potential cause for the plates detached, can be traced to handling/care of the device or product interaction during the procedure or unpackaging process, where it is possible that the red trigger was unintentionally activated and sub-consequently causing the plates to detach. As per instructions for use, the next precaution need to be followed: 1) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implant; the implant is fully deployed when you hear an audible ¿click¿. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there were no non-conformance's regarding this lot.